Manufacturer narrative:
Device evaluation: returned device was received the top case was chipped, the bottom case was cracked. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface.a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, no ip address it also does not recognize the battery / case damage. No adverse patient effects were reported.